Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the customer used multiple needles in an attempt to resolve the resistance. It was noted that the customer used excessive force to inject the insulin into the cartridge. There was no impact to the customer's blood glucose level.